Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25126542, 25126659 and 25128820 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the user thumb slipped off the vasoview hemopro toggle due to stiffness and he does not like it. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the user thumb slipped off the vasoview hemopro toggle due to stiffness and he does not like it. The hospital did not report any patient effects.